Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing since the patient line tubing was not returned. The connector to the patient line tubing was not screwed on the patient line stopcock. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was leaking. According to the report, there was no patient impact. According to the report, there was a disconnection at the patient line stopcock.